Manufacturer narrative:
Additional information: h10: the actual device was not available; however, photographs and a video of sample were provided for evaluation. During visual inspection of the video, a leak was observed from the access screwed connector. The specific defect that allowed the leak was not visible in the provided samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the access line screwed connector of a prismaflex st100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.